Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pain and cramping"), device dislocation ("device moved from original site of application") and genital haemorrhage ("horrendous bleeding at irregular intervals ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and emotional distress ("mental distress"). The patient was treated with codeine phosphate (codeine). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage and emotional distress outcome was unknown. The reporter considered device dislocation, emotional distress, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.